Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. From a preliminary clinical perspective, a causal relationship between the ostomy skin barrier wafer and this event is deemed possibly related because product use is temporally associated with the skin where the problem occurred; however, no information is known regarding de/rechallenge. Final quality evaluation performed on (B)(4) 2011 based on a previous investigation for skin discomfort issues (rash/itch, blister/breakdown, irritation, inflammation, pain, etc.) Has been conducted based on the following requirements: an assessment of the baseline complaint data; procedure review of changes in materials and processes; review of the risk probabilities calculated and review of returned products. Through the analysis of the complaint data feedback, a specific root cause cannot be determined. The feedback expressed by the ostomy pts and/or health care provider is consistent with the conditions that ostomy pts experience as reviewed. Note: the actual date of event is unknown, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures. Note: this MDR is being reported as a result of a retrospective review of complaints conducted by convatec for complaints received from may 1, 2011 - september 30, 2013.

Event description:
It is reported pt experienced rash under border around stoma. Product has been in use for two (2) months before the issue occurred.